Event description:
It was reported tht during a mini-open rotator cuff procedure using a magnum2 knotless implant and a perfectpasser magnum wire suture cartridge, the surgeon alleged that when the anchor was activated, the sutures slipped through the implant when they should have remained in place. This implant was abandoned in the bone and a new bone hold was drilled. A new implant and suture cartridge were opened, however these produced the same results and this implant was also abandoned in the bone. Another bone hole was drilled and a third implant and suture cartridge were opened, but the tip popped off and the suture could not be passed. The procedure was successfully completed using another implant and suture cartridge, w/o further incident. There was no significant delay or pt complications reported as a result of this event.